Event description:
It was reported that the patient presented in the hospital after receiving a shock. A decrease in sensing was observed. X-ray found lead dislodgement. Lead was explanted and replaced.

Event description:
The lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.